Manufacturer narrative:
(B)(6) 2018 / a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the air flow sensor was defective. A ventilator inoperable alarm occurred. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01oct2018. Date of manufacturer: 29sep2018. Philip's technical services provided a quote to the customer for replacement parts. No parts were replaced or returned for evaluation, therefore, a root cause could not be established.